Event description:
On october 11, 2006, the lay patient contacted lifescan (lfs) in response to the one touch ultra 2 recall notification. The medical affairs specialist (mas) sent follow up questions to lfs and received the answers on october 12 and 13, 2006 included in the information below: the patient's usual insulin regimen is: 14 units of nova rapid insulin, after every meal and 26 units of "lantus optiset" insulin every night. "About one month ago", the patient obtained a reading of "8 to 9 mmoi/l" on the reported meter prior to the time of concern. He followed his usual regimen and ate as usual. He said, he received a reading of 2.5 mmol/l on the meter in the evening; however, he interpreted the reading to be 25 mmol/l. He was asymptomatic at the time that he obtained the meter reading. He took 10 extra units of nova rapid insulin based on his interpretation of the meter reading. At about 9:30 pm, he felt sweaty and had tingling fingers. He treated himself by drinking a bottle of "lucozade". He then tested with the reported meter and obtained a result of 3.5 mmol/l. He tested later, when he started to feel better and obtained a result of 6.0 mmol/l. The customer care advocate (cca) noted that the patient did not want to go back through the meter memory to check results, as the incident was on an unspecified date "about one month ago." However, the patient said he had checked the reading later himself, and confirmed the result had been 2.5 mmol/l. The meter was replaced with a one touch ultra smart meter. The complaint is reported because the patient misinterpreted the lfs product reading and took additional insulin. He experienced symptoms that suggested hypoglycemia and treated himself with glucose beverage.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.